Event description:
It was reported to boston scientific corporation that an endovive initial placement kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2013. According to the complainant, on (B)(6) 2014, the patient developed infection and secretions on the gastrostomy site. A culture on the site was performed on (B)(6) 2014 and revealed a positive result for candida and staphylococcus aureus infection. The patient was treated with diflucan and ciprofloxacin for 5 days. A second culture was performed on (B)(6) 2014 and the result was still positive for candida and staphylococcus aureus. The patient is pending medical evaluation. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.